Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "constant downstream occlusion error" which was found through a review of the event history log by the presence of "downstream occlusion!" Alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Physical inspection found the downstream tubing guide to be out of adjustment. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion error. There was no patient involvement. No additional information is available.